Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the proximal right coronary artery (rca) with moderate calcification, moderate tortuosity and 90% stenosis. The 2.0x15mm trek balloon dilatation catheter (bdc) was advanced with resistance due to the anatomy and used to pre-dilate the lesion; however, a rupture occurred in the first inflation at 10 atmospheres. Another non-abbott balloon was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided